Event description:
It was reported that cgm displayed error message during sensor use. No information was provided regarding impact to customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, and error message did not reappear, and sensor session was successfully started; no additional actions were reported.